Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that during the pneumatics adjustment of the needle valve, the adjust would not reach 0-12 cmh2o. The lowest the adjust would drop to was 14.5 cm h2o. The fsr replaced the needle valve and performed the pneumatics adjustment. All values were within specifications. The fsr performed the patient circuit calibration and performance check and all values were within specifications.

Event description:
The customer reported that at a bias flow of 5 lpm, the lowest mean airway pressure (map) is 8-9 cmh2o and at a bias flow of 20 lpm (during the patient circuit calibration), the lowest map is also 8-9 cmh2o. The map should be lower at the reduced bias flow setting. The limit knob is fully maxed out and the ventilator passes the patient circuit calibration. There was no patient involvement associated with the reported issue.